Event description:
It was reported that the patient received an inappropriate shock due to far-field p-wave oversensing. It was found that the right ventricular (rv) lead had dislodged and retracted back to the tricuspid annulus region. It was also noted that there was a decrease in r-wave amplitude. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated apparent explant damage. Concomitant products: ID d314trm, ICD, implanted: (B)(6) 2013; 419578, lead, implanted: (B)(6) 2013. (B)(4).